Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air embolism could not be conclusively determined.

Event description:
Related manufacturing ref 2030404-2018-00013. During a cryo pulmonary vein isolation procedure, an air embolism occurred. When the tip straightener was used to insert the catheter through the introducer, the patient experienced st elevation. An echocardiogram revealed and air embolism and the air was removed. The procedure was discontinued. The patient sustained temporary paralysis and later was discharged from the hospital in stable condition.